Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Initial qa inspection of the skin graft mesher on january 6, 2017 revealed damage to the comb, side plates, roller, and the roller gear. The device could not produce a pretest mesh or calibration check with the customer's mesher due to the damaged comb. There was no ratchet or cutters returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 6, 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported the comb was bent. No further information has been obtainable at this time.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the mesher two times. The last repair was (B)(6) 2013 where it was reported that the device was being sent in as part of the 2012 skin graft preventative maintenance initiative and the roller, worn bushings, worn side plates, and damaged comb were replaced and the ratchet assembly was repaired. This is not a related issue. The skin graft mesher was manufactured on july 14, 2008, and is over (B)(4) years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher revealed damage to the comb, side plates, roller, and the roller gear. The device could not produce a pretest mesh or calibration check with the customer's mesher due the damaged comb. There was no ratchet or cutters returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and damaged hardware. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the initial inspection it was noted that the comb was damaged. While during the initial inspection it was noted that the comb was damaged, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The device is over (B)(4) years old and has not been previously repaired by zimmer biomet since (B)(6) of 2013. The IFU states that ¿the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the skin graft mesher was repaired, tested and returned to the customer.